Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during surgery, when opening the box of a 3mmx1000mm ball tp gde rd it was found the rod was sticking through the sterile package. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6. The associated device was returned and evaluated. A visual inspection of the returned device did reveal the stated failure mode. The device was found to have punctured through the packaging. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the component should be placed inside pouch and seal as close to the end cap as possible to prevent the end caps from coming off during transit. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include damage during shipping, mishandling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.